Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Rlt261412/15915240 UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of device or native vessel. Additionally, the IFU state: read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261412/15915240) to treat an abdominal aortic aneurysm. During the procedure a cook coda® balloon catheter was used. It was reported that a final computed tomography angiography (cta) showed that the right renal artery looked to be partially covered by one of the scallops of the proximal edge of the graft, however, there was no appearance of flow impedance of the right renal artery. The physician decided to continue the procedure and to wait for the post CT to assess. The partial coverage of the right renal artery was confirmed. On (B)(6) 2017, the patient underwent the additional procedure with a right renal artery stenting. The patient tolerated the procedure without any complications.